Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the ball button (mushroom pin) of an applicator inner shaft broke during surgery. This happened nearly at the end of the final positioning of the t-pal titanium implant. The applicator knob was already turned counterclockwise to allow pivoting of implant. The surgery was not prolonged. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Unknown patient information. Device is an instrument and is not implanted or explanted. Per facility, complainant part is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.